Event description:
During use of the device for a cardiopulmonary bypass procedure, the pump system would not operate on ac power. The main circuit breaker of the device had been tripped. Backup battery power remained functional. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.